Event description:
A consumer reported that they had not used their stimulator in a while and was getting a poor communication screen on the programmer. The patient was unable to communicate with the implantable neurostimulator (ins) with the recharger and only saw the reposition antenna screen. It was noted that the last time the patient charged was probably (B)(6) 2016 and the last time they felt stimulation was (B)(6) 2016. The ins was not charged because the patient had to charge so often and the battery did not last as long as it used to. The battery only lasted a week between charges and the patient would either forget to charge or would be busy. The battery lasted for 4 to 6 weeks when the patient first got it. The patient went for reprogramming about a year after implant and it was noted that they probably increased the settings. The battery slowly declined after that and they would have to charge more frequently as time went by. The patient always made sure to get 8 coupling boxes. The patient noted that they couldn't afford the fee for an appointment and would have to get the stimulator removed and would have to live in pain. The ins was indicated for rsd/causalgia-complex regional pain syn and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.